Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient¿s pump was explanted for recovery on (B)(6) 2015. The patient¿s ejection fraction was 55% during a follow up visit on (B)(6) 2015. The customer reported that the patient¿s vad was functioning appropriately prior to vad explant.

Manufacturer narrative:
It was unknown if the referenced concomitant 14v battery was in use at the time of the event. Approximate age of device ¿ 11 months. The pump remained in use supporting the patient at the time of the event. The reported "defective" battery was received for analysis. The evaluation of the battery is not complete. The pump remained in use at the time of the event. A root cause for the captured time stamp reset and subsequent motor stop, low speed, and low flow events could not be determined through review of the log file. The events following this stop indicate that the pump ramped back up to its set speed without issue when power was restored. It was communicated that one of the patient¿s batteries was found to be defective, but it could not be determined whether the battery was in use at the time of the captured alarm events. The "defective battery" was received; however the evaluation is not complete. The patient was reportedly asymptomatic at the time and no additional alarm events occurred once power was restored. A review of the device history records revealed the pump met applicable specifications. No further information was provided.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a review of the system controller log file by the patient's medical professionals revealed "pump off/low flow" alarms. The patient reportedly stated that no alarms were heard at the time of the reported event. The patient was asymptomatic. The manufacturer's technical services representative reviewed the submitted log file, which captured a total loss of power to the system controller resulting in a pump off/low flow event and also resetting the internal clock to zero. It was noted that at the time the event occurred, it appeared that the patient was switching from a power module patient cable to battery power. There were no unusual alarms or events prior to or after this event once power was restored. It was also reported that one of the patient's 14 volt batteries was found to be defective as indicated by a red light on the universal battery charger charging pocket and a visible error message. The battery was replaced with a new battery. The customer did not know whether or not this battery was one of the batteries in use when the pump stoppage occurred.

Manufacturer narrative:
The report of a pump stoppage due to a loss of system power was confirmed upon evaluation of the submitted system controller log file; however, a root cause for the reported event could not be conclusively determined. A full evaluation could not be conducted because the pump was not returned to the manufacturer for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel reported that the patient's explanted pump would not be returned for evaluation. The pump was not able to be located and was likely discarded.